Event description:
While using a byte day aligners, patient reported that their aligners are cutting the bottom of their tongue and back of their mouth when they talk. Advised patient of fit tips and to file aligner and soak in warm water. Patient replied that the tips helped, and aligners feel more comfortable.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.